Manufacturer narrative:
Batch review performed on 30 october 2017. Lot 170053: (B)(4) items manufactured and released on 14 april 2017. Expiration date: 2022-03-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient alleged the pain. After examination the surgeon found that the femoral distal anterior part was broken. The patient was hospitalized. Revision surgery was planned.